Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: (B)(6), h6: img code:g04105, g04070 h6: FDA method code(s): b01, b14, b15 h6: FDA results code(s): c07, c19 h6: FDA conclusion code(s): d12, d1501 product event summary: (B)(6) was returned for evaluation. (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. A review of the pump's (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Review of the pump's (B)(6) sterility certificate confirmed that the associated device met all requirements for release. The reported low flow event was confirmed via review of the available autologs report which revealed a sudden decrease in power consumption and estimated flows on (B)(6) 2021 leading to parameters below the normal operating range. Two (2) low flow alarms and one (1) suction alarm were logged on (B)(6) 2021. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the rear housing disc curvature was found to be deviating from release specifications. Internal pathological report revealed no evidence of thrombus within the device; however visual inspection received from the site revealed evidence of thrombus within the device. As a result, the reported thrombus event was confirmed. Information received from the site indicated that in addition to the low flow alarms, the patient experienced elevated lactate dehydrogenase (ldh). The patient was administered anticoagulant medication, a transthoracic echocardiogram (tte) and computerized tomography (CT) scan were performed, and pump thrombosis was observed in the inflow cannula as the pump was exchanged. Additionally, bacteria identified as an enterococcus faecalis was detected post exchange, vacuum assisted wound closure (vac) therapy was started, and a chest wash out was performed. The omentum will be filled after the infection has subsided. It was also noted that an abscess was found between the heart and the sternum. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and investigation conducted, the most likely root cause of the low flow/suction event can be attributed to thrombus at the inflow cannula. Per the instructions for use, infection and thrombus are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction: b5 for to clarify the infection occurred on the replacement device and not the original device explanted for the thrombus event: it was further reported that a thrombus was observed at the inflow canula upon ventricular assist device (vad) exchange. Additionally, the infection the patient experienced post vad exchange with the resulting washout and abscess, was identified as an enterococcus faecalis infection and vacuum assisted wound closure (vac) therapy was initiated. H6: e1901 to blank additional products: from blank to d1: heartware ventricular assist system ¿ pump d4: model #: 1104jp/ catalog #: 1104jp / expiration date: 31-jan-/ serial#: (B)(6), UDI #: (B)(4), d9: no h4: mfg date: 28-jan-2020 h5: yes h6: patient ime code(s): e1906 h6: imf code(s): f1203, f08. F1901, f2301 h6: img code(s): g07001 h6: FDA device code(s): a24 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a thrombus was observed at the inflow canula upon ventricular assist device (vad) exchange. Additionally, the infection the patient experienced post vad exchange with the resulting washout and abscess, was identified as an enterococcus faecalis infection and vacuum assisted wound closure (vac) therapy was initiated.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted in the intensive care unit (ICU) with frequent low flow alarms, elevated lactate dehydrogenase (ldh) due to pump thrombosis observed in the inflow cannula. The patient was administered anticoagulant medication and a transthoracic echocardiogram (tte) and computerized tomography (CT) scan was performed. The ventricular assist device (vad) was exchanged. It was further reported that after bacteria was detected, vad therapy was started, and a chest wash out was performed. The omentum will be filled after the infection has subsided. It was also noted that an abscess was found between the gore-tex that was placed on the heart (and artificial blood vessel for blood supply) and the sternum. No further patient complications have been reported as a result of this event.